Manufacturer narrative:
Main investigation conclusion: the reported event was confirmed based on an onsite evaluation by an abbott representative, as well as a submitted photograph. It was reported that the center requested a clamshell repair due to the driveline separating from the metal connector. A photograph was provided by the account that showed a tear on the bend relief of the driveline. On 17mar2021, an abbott technical services representative successfully performed a clamshell repair. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook document, rev. C. Is also currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for vad-62221 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29dec2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the center was requesting a clamshell repair for a patient who had driveline separation from the metal shielding. A clamshell repair was scheduled for (B)(6) 2021. The repair was successfully completed on (B)(6) 2021 without any issues.